Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation of the insertable cardiac monitor (icm) revealed that the device had reached the elective replacement indicator (eri) prematurely. Premature eri was attributed to excessive remote transmissions caused by device under-sensing. The patient was stable. Further information was requested but not received.

Event description:
Additional information received indicated no interventions were performed.

Manufacturer narrative:
H2, h3, and h6.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the data provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data.